Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect turbine assembly for investigation. An evaluation of the component could be confirmed and duplicated. The turbine interface printed circuit board assembly has become corrupted and failed. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable and motor fault alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported transducer calibrations successfully passed testing. The issue occurred during patient use; the customer reported there is no patient consequence associated with the event.